Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported under infusion was unable to be reproduced, and the pump was within specification, passing flow rate tests per the spectrum service manual.

Event description:
It was reported that a pump under infused (medication and infusion parameters unknown). The customer reported that he was given a pump to repair with a note that read "example: 1000 cc, only half bag was delivered." It was further reported that this problem could not be reproduced by the customer. No patient injury was reported.